Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as ¿the attendant was doing capd (continuous ambulatory pd) without proper training¿. One day after onset, the pt was hospitalized for the peritonitis. On an unreported date, the pt began treatment for the peritonitis with injection (inj) of vancogen (1 gram, ip-intraperitoneally, frequency not reported) and ¿pepramicin¿ (dose, frequency and route not reported) for peritonitis. At the time of this report, the peritonitis was resolving, the pt was recovering from the event and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient fluid was clear. The patient recovered from the peritonitis event (previously recovering). Should additional relevant information become available, a supplemental report will be submitted.